Event description:
During a breast biopsy procedure the probe cutter locked up when it was supposed to cut and the system displayed an error code. The probe was changed and the case was completed with no pt consequence.